Event description:
Legs are paralyzed [diplegia], blood test for zinc was high [blood zinc increased], copper level is low [blood copper decreased]. Case description: a consumer reported that they, an adult female age unspecified, used fixodent denture adhesive, version unknown cream and reported the following: her legs are paralyzed due to her high level of zinc from the zinc in fixodent and her copper level is low. She uses a walker or a wheelchair in order to do anything. She has been to a hospital for all types of testing for the paralysis in her legs, including a three hour CT scan with contrast and spinal taps that were all normal. She was told by a neurologist that the only test that was high was her level of zinc. Treatment: copper supplement. The consumer discontinued use of fixodent and her zinc level is fine now. The outcome was not recovered/not resolved. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore, unable to proceed with batch retain testing or product investigation.